Manufacturer narrative:
Concomitant medical product: 1488tc lead (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not collecting data as the implant detect was turned on. The ipg implant detect was turned off and it remains in use. No patient complications have been reported as a result of this event.